Event description:
The home pt (hp) reported pain during drain while using the homechoice cycler for apd therapy. The hp has pain during the initial drain and the last drain. Hp performs tidal therapy, which allows a pt to drain to a programmed volume throughout therapy and drain to empty during the initial drain and last drain. The hp (last fill volume is 500ml and hp absorbs all but 200-250ml of this fluid each day). Hp related that hp's initial drain alarm setpoint is 500ml and hp feels that this is too high and may be exacerbating hp although hp is empty of fluid. According to the hp, there has been no resulting pain, injury or medical intervention.